Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Customer alleges his wheelchair suddenly and unexpectedly sped up at the exit of the metro grocery store causing the customer to collide with the yellow bollard at the store exit resulting in injury.